Manufacturer narrative:
An industry customer in canada notified biomérieux of obtaining a potential organism misidentification of streptococcus suis when using vitek® ms instrument (ref. (B)(4),serial# (B)(6), with knowledge base v3.2. Customer tested the sample twice. The first result gave a single organism choice of s. Suis. The second run produced a ¿no identification¿ result. Investigation: fine tuning status was good at the time of the sample test. Spot preparation quality. The customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values are quite heterogeneous but seem to be homogeneous in a same day. The sample ¿all peaks¿ values are homogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (different operator, culture, spot. Knowledge base (kb) review the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis: according to data provided, the misidentification was obtained with a low identification score (-0.31). This is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). By reprocessing the customer data with vitek® ms kb v3.3 (under development), both spectra analyzed led to noid result. The investigator was unable to reproduce or confirm the customer¿s issue. The most probable identification could be a species not present in the vitek® ms kb v3.2 knowledge base. In a case like this the identification should be confirmed using a reference method (sequencing). The following system limitation is documented in the vitek® ms v3.2 knowledge base user manual ref. (B)(4). Testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ based on these findings, the most probable cause of the misidentification was due to the system limitation (species not present in the vitek® ms kb v3.2). However, it cannot be proven because customer did not submit the strain for further investigation. Consequently, the cause of the issue was determine as unknown. Root cause of the customer¿s issue could not be established. No corrective or preventative action was recommended at this time as it appears the system is working as designed and intended. Additionally, it was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.

Event description:
Vitek® ms is a bacterial and fungal identification system which uses the matrix-assisted laser desorption/ionization (maldi) mass spectrometry method from clinical cultures. A customer from (B)(6) reported that he obtained a misidentification as streptococcus suis when using vitek® ms instrument (ref. 410895) ¿ serial number (B)(4). The customer reported he tested the strain twice with vitek® ms and obtained: first test: streptococcus suis, second test: no identification. The customer performed gram stain for this strain and obtained gram positive rods. The discrepancy between vitek® ms ID and gram staining was sufficient to claim a misid. Data analysis confirms that the streptococcus suis identification does not appear to be the correct ID. A strain return will be requested to confirm the strain ID. There is no indication from the customer that this event led to a delay of therapy or impacted the patient state of health.